Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the canister. Customer loaded a new cartridge to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. It was also reported that the pump shutdown unexpectedly. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no adverse effect to the customer's blood glucose level.